Event description:
Called medical doctor because pain was so bad last week, scored 7-10. St. Jude representative replaced battery because it was not charging. Reprogrammed the pump because he said the previous representative had not programmed it properly. X-ray taken showed this pump had migrated.